Event description:
It was reported by the customer that a defective single PICC line was recovered. The patient had to have the PICC line replaced with double lumen that did not leak. Additional information received 3/20/2023: single lumen 5f PICC line inserted, found to be leaking at hub/needleless connector. The catheter was secured with statlock. There was no break in the catheter; the nurse noticed it leaked at the hub when flushed. There was no clinical delay in treatment but the patient did have another procedure to exchange the PICC for a dl PICC. No signs or symptoms or other complications occurred. Ancef was infused through the PICC but the clinician reports the PICC was noted to leak just with flushing with saline.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.